Event description:
The following description of the reported event originated from our foreign distributor in (B)(6). The distributor reported tht the ventilator system was "giving" xdcr fault, vent-inop & motor fault alarms on a test lung. No patient involvement.

Manufacturer narrative:
(B)(4). Per information provided by the foreign distributor, carefusion technical support determined that cause of the reported event, was most likely a faulty main printed circuit board assembly. A replacement main printed circuit board was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for evaluation. As of april 14, 2015, the alleged faulty main printed circuit board has not been received.. Should the alleged faulty main printed board be received and evaluated, a follow-up medwatch report will be submitted.